Manufacturer narrative:
(B)(4). Batch #: 529a56. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Unknown if it's the device lock-out. No further information will be available. Additional information was received: this time, the device was used on partial pneumonectomy of severe interstitial pneumonia, with the gold cartridge & slr or black cartridge & slr to cut deeply. The firing once stopped at the 7th firing. The firing button was continuously pressed, and the firing was very slow, but completed. The firing completely stopped at 8th firing. The handle was heated severely. The firing maybe stopped because the target tissue was too thick, or because the device was continuously used with the slr. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition of the device. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife moved forward but stopped moving on the way of the 8th firing and the jaws did not open. The manual override lever was used to release the device. The cartridge color was gold and black. The endogia device was used, but the endogia device also became not to fire, so that the target tissue was cut by scissors and sutured to complete the case. The device was used on the lung, and the surgeon knew that the lung was very hard before the operation. There were no adverse consequences to the patient. One device will be returning.